Event description:
Pt with right subclavian triple lumen catheter in place(position verified by ultrasound) and approx. 1600cc of tpn and lipids infused into pt's chest. Catheter was removed and discarded.